Event description:
It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The blood glucose had remained high for three to four hours and the high blood glucose had been treated with a manual insulin injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).